Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim during an anterior apical prolapse repair procedure on (B)(6) 2015. According to the complainant, seven days post procedure, the patient experienced utero-vaginal fistula with an over infected urinoma and septicemia with e-coli. Cystoscopy revealed a very inflamed bladder. A small wound was also noticed at the left ureter, at the junction with the bladder. A jj probe was easily positioned bilaterally. Vaginal discharge was present when the whole mesh was explanted. The patient was on broad spectrum antibiotic therapy followed by a targeted antibiotic therapy. There were no patient complications reported during the procedure. The patient's condition at the conclusion of the procedure was reported to be okay.